Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had a closed circle at the top of the display screen and the pump alarmed bad battery and failed battery test. The customer's blood glucose reading was 339 mg/dl at the time of incident. Troubleshooting found that the pump could rewind but the customer declined to troubleshoot for any issue or their blood glucose, which they indicated was high for them.